Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system. The power management board (pmb) was replaced to resolve the issue. No report of patient involvement. (B)(4). The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that the system displayed an error stating "internal failure system may shut down". There was no report of patient involvement.